Manufacturer narrative:
Investigation results: as no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.

Manufacturer narrative:
A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, in this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: patient shared that during an infusion, the optima n40-o injector leaked, when connected to the optima c35-o connector. The infusion was a tacrolimus dose.